Event description:
Customer reported blood glucose results of 320 mg/dl on advantage system 1 and 107 mg/dl within 10 minutes on advantage system 2. Customer reported no symptoms, went to doctor based upon results. No treatment required. No adverse event reported. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This medwatch is for advantage system please see medwatch is for report on advantage system 1.